Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that because the device was near the recommended replacement time (rrt), the physician tested the alert tones but no tone could be heard even with listening directly at the body. The device remains in use. No patient complications have been reported as a result of this event.